Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this pacemaker and both right atrial (ra) and right ventricular (rv) leads exhibited high out of range pace impedance measurements greater than 2,000 ohms along with oversensing due to loose connection. No pacing inhibition was noted. Additional information indicated that the leads were reinserted into the device header numerous times but without success. A new pacemaker was then implanted and connected to the same leads and normal lead diagnostics were obtained thereafter. The leads remain in service. No adverse patient effects were reported.